Event description:
Injury (needle): a woman from south africa reported that after an injection with a novofine 30 needle she noticed that a part of the needle had broken off and had remained in her abdomen. The woman circled the area of injection with a pen and sought medical help. The broken needle was remvoed surgically under local anesthesia and the surgeon sutured the incision with two stitches. Subsequently, the stitches have been removed and the wound has healed with no complications. The woman has given herself subsequent injections with novofine 30 needles with no further problems. No add'l information concerning the woman is known.